Event description:
Information received by medtronic indicated that the customer had a loss of communication issue. Customer also stated they received a cannot find sensor alarm. Customer stated the transmitter led blinked on and off. Customer stated the transmitter led blinked when it was connected to the sensor. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The transmitter will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.